Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number pj2913, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following information was obtained: did a piece of the broken needle fall into the patient? If so, was it retrieved? The broken needle did not fall into the body of the patient. The broken needle was found in the process of sewing. After it was taken out, it was sutured with a new needle and suture. Was there any additional tissue damage as a result of searching for the needle piece? No was the needle piece retrieved during the same procedure? Yes. Were there any patient consequences? There are no patient consequences.

Event description:
It was reported that a patient underwent an open reduction and internal fixation of right tibiofibular fracture on (B)(6) 2020 and suture was used. During the procedure, the needle broke. There were no adverse patient consequences reported. No additional information was provided.